Event description:
Info received indicates the head section of the bed is drifting slowly down. Technical support instructed the account to inspect the head down and CPR valves.

Manufacturer narrative:
The account declined to repair the bed at this time.